Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a coronary artery bypass graft procedure. After the procedure, upon interrogation, it was noted that the atrial lead exhibited loss of capture and atrial sensing had dropped. The physician suspected that the lead may have been disturbed due to cannulation of the right atrial appendage for the procedure. The lead was deactivated. The patient was in stable condition.